Event description:
It was reported that this right ventricular (rv) lead was explanted due to an product performance issue. This rv lead was successfully explanted and replaced with another lead. No additional adverse patient effects were reported outside the revision procedure.